Event description:
It was reported on (B)(6) 2010 that there were coupling or communication issues. After review of antenna dial adjustment and antenna repositioning the pt was able to get 8 coupling bars. On (B)(6) 2010, there was a complaint that the stimulation was turning off. This had happened when the pt was out and about and during the night when she was sleeping. It happened when the battery was about 25% or fuller. Pt had an appointment to see her hcp on (B)(6) 2010. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).